Manufacturer narrative:
The supplemental report is being submitted to correct the initial reported event and the investigation conclusion. Please see updates: g3, g6,and h2. Further review of the case determined this event is not related to conflicting results. A result interpretation discrepancy occurred between the consumer and proctor, rendering the test invalid. This is event is not reportable. The investigation conclusion was deemed as no investigation necessary as a product deficiency was not identified.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the binaxnow covid-19 home test performed on (B)(6) 2021. No additional patient information, including treatment and outcome, was provided.